Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence and intrinsic sphincteric deficiency. Following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent revision of transvaginal tape on (B)(6) 2011 due to mesh erosion, mesh extrusion, recurrent urinary problems including urgency and leakage, recurrent cystocele, pelvic pain, abdominal pain, dyspareunia, vaginal bleeding and other physical and emotional injuries. No additional information was provided.